Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Concomitant medical products: 0158 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that during the implant procedure, the lead became dislodged. The implanting physician elected to finish the procedure with a different lead. No patient complications have been reported as a result of this event.